Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. During the investigation mmdg found that the pump up and down stream sensors had failed, which caused the no flow in, no flow out and no food alarms to fail. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump had cosmetic damages to the front housing and door. When the pump was returned to mmdg for evaluation, the no flow in, no flow out and no food alarms did not alarm as expected. They failed to alarm. The initial reporter stated that the complaint had not had any effect on a patient. The alarm failure was discovered at moog. (B)(6).